Event description:
It was reported by svc report that the foot end jack was drifting down. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.